Event description:
It was reported that a patient presented in the ER after having felt a vibratory alert due to device reset. Device was at eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. A power on reset occurred due low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits. Battery depletion was found to be normal.